Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the ECG cable, and found blood between the ECG lead wires, and ECG patient cable. The fse cleaned the cable with an alcohol pad. The cable function was normal after cleaning. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable malfunctioned. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable malfunctioned. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer had stated that the unit had been used at another ward after being informed about the issue. They were unaware of the problem. The iabp unit was cleared for clinical use and released to the customer.